Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting resolved the issue.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on (B)(6) 2018.

Event description:
The error 5 reoccurred and the patient electronics unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The error 5 was reproduced during investigation and the root cause was determined to be an incorrect speed setting on compact flash card.